Event description:
It was reported that a cartridge alarm occurred during insulin delivery. There was no reported adverse impact to the customer's blood glucose level. Although the customer was assisted in loading a new cartridge, the alarm persisted, preventing a successful resumption of insulin therapy. Technical support arranged to replace the pump, confirmed it was under warranty and instructed the customer on using a multiple daily injections (mdi) backup therapy. The customer was guided on setting the pump to storage mode for return and acknowledged the instructions, including using a pre-paid label for shipping within ten days.